Event description:
Reporter alleged the customer obtained discrepant blood glucose results of 345 mg/dl back to back with a result of 151 mg/dl when testing was performed within 2 mins of each other on the customers advantage sys. Reporter stated the customer was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of the testing. No actions were reported taken or treatment was received. A request was made for the return of the suspect device and replacement prod was sent.